Manufacturer narrative:
Investigation results: one ultraflex tracheobronchial proximal release uncovered stent delivery system was received for evaluation. Visual examination of the returned device found out that the stent had been deployed and was not received for analysis. The distal end of the catheter was kinked proximal to the tip. This type of damage is consistent with the application of excessive force to the delivery system.. The complainant specified that excessive force was required to deploy the stent causing the catheter to bow during the process. No other issues were identified during the product analysis. The noted damages to the returned device is consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the left lower lobe of the lung during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician experienced difficulty pulling the stent release string.. It took an excessive amount of force to pull the release string which caused the catheter to bow. As a result, the ultraflex tracheobronchial stent came out of the target location. The physician ended up deploying the ultraflex tracheobronchial stent in the left main stem and used forceps to force it down into the left lower lobe. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of stent positioning placement problem. The complaint indicated that the stent has been implanted; however, the delivery system has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uultraflex¿ tracheobronchial stent was implanted in the left lower lobe of the lung during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician experienced difficulty pulling the stent release string. It took an excessive amount of force to pull the release string which caused the catheter to bow. As a result, the ultraflex¿ tracheobronchial stent came out of the target location. The physician ended up deploying the ultraflex¿ tracheobronchial stent in the left main stem and used forceps to force it down into the left lower lobe. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.